Event description:
A customer observed positively biased glu results from liquid performance verifier on the vitros 5 1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer was evaluating the liquid performance verifiers for use in monitoring the performance of glu slides. It was discovered that the customer was using a csf glu calibration performed approximately 6 months previously that had not been verified using lpv fluids. The customer recalibrated, and the post-calibration results are acceptable. The root cause of the event was user error with the use of an unverified calibration.